Event description:
Customer reported potential false negative urine hcg results with qupid hcg urine pregnancy cassette. No other info was provided; no pt info; no confirmation testing method.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg120130-01; 229.9iu/ml hcg urine lot: hcg120903-01; 210.0iu/ml hcg urine lot: hcg120517-01; 202iu/ml hcg urine lot: hcg120522-01; clinical positive urine form 6 pregnancy women. Summary of results: the retention devices meet qc specification, details as below: corrective positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=15) the 210.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) the 229.9iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) the 202iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3) correct positive results were observed when tested with 6 clinical urine samples at 3 minute read time. (N=1 for each sample). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation on returned product is pending.